Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One image file and log files were returned from the field. The image file showed radiofrequency (rf) lesion #81, tagged as "pop". It can be observed that during the end of lesion #81, there was a spike in temperature with a drop in current. In conclusion, the reported issue (steam pop) was plausible through data analysis. The catheter was not returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, while ablating an anterior mitral line at a maximum temperature of 68°c and 80% current, a small steam pop was heard. The procedure was temporarily interrupted, but no patient symptoms were observed. The case was completed. No patient complications have been reported as a result of this event.